Event description:
It was reported to philips that the system was unable to perform the 3d rotations. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the reported issue occurred during a planned/non-emergency procedure. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer. However, the system was not covered by a business or service contract so no work could be done by philips to identify a root cause for the event. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.